Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd insyte autoguard shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received one used catheter adapter unit along with a top web piece (packaging) from lot number 7137815. A device history record review showed no non-conformances associated with this issue during the production of this batch. Findings: a total of (B)(4) units were manufactured on autoguard line 4 starting on may 22, 2017 through may 26, and packaged starting on may 29, 2017 through may 30, 2017. All challenges were successful and no quality related findings were discovered. Set-up and in process samples including (but not limited to) damaged tubing, flare damage, damaged catheter, damaged component passed per specification. Visual analysis: observations and testing: used unit: received one used catheter adapter unit along with a top web piece (packaging) from lot number 7137815 exp. 2020-04-30. Since evidence of damage was not visible, proceeded to perform the water-leak test: water/air leak test: using a lab supplied male slip luer test fitting performed a water/air leak test. Leakage was observed, air bubbles formed from inside the adapter. Visual/microscopic examination: to better observe the location of the damage, the unit was flushed with water/food coloring solution. The leakage was confirmed to come from within the adapter, the catheter was dissected to better observe the condition of the tubing. The catheter tubing revealed damage (cut-stretching) at the edge of the wedge, the cut revealed a v shaped cut which is evidence it was caused by the tip of the needle. Investigation samples(s) meet manufacturing specifications: no. The used unit leaked through a cut found on the catheter tubing. Investigation conclusions: the used unit received leaked through a cut on the catheter tubing confirming the failure subject of this investigation. Investigation conclusion: root cause. Relationship of device to the reported incident: manufacturing. Comment: although the failure was caused by manufacturing a definite source that caused the damage observed on the catheter tubing could not be determined. This defect could potentially be triggered by a misalignment on the machine during the manufacturing of the product. Mechanics have been trained on task procedures of aligning on the station.